Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two months seventeen days post port placement, patient underwent port check and venogram procedure for port dysfunction. The port was seen to be slightly rotated in the soft tissues, with port reservoir facing slightly left anterior oblique relative to the skin surface. With proper angulation, the port was accessed. Venogram was performed, showing brisk flow through the port into the right atrium. No evidence of obstruction or fibrin sheath. Approximately one year three months twenty days later, contrast study was done and showing a fibrin sheath at the tip of the catheter. Because of this, the port was exchanged with new port. Therefore, the investigation is confirmed for the reported port rotation and device appear to trigger reaction issues. Furthermore, clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two months two weeks and three days later port placement procedure, the port rotated and fibrin sheath formation around the tip of the catheter. Reportedly, the port was removed, and new port has been implanted. The current status of the patient is unknown.